Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. A review of the manufacturing record revealed that two parts were nonconforming and replaced during the manufacturing process. No other related nonconformities were noted. The system passed all manufacturing tests prior to release. A review of complaints for the last 24 months did show an increase in reporting seen for globe under pressure, soft eye, and/or hypotony. The sr clinical analyst follow-up found that there were two main issues noted related to the reported events. One of the factors noted was a kink in the infusion line from set up and surgical maneuvering and when the kink in the infusion line was adjusted, there was alleviation of the globe under pressure. Additionally, it was found that the white port of the infusion line was not seated properly within the cassette. The company rep worked with the customer to remove the luer and reattach into the cassette, and the air pressure increased. The soft eyes observed at the facility have been during air infusion with 23/25g during fax. In some rare instances where the customer was not able to repressurize with repositioning of the luer at the cassette port and/or the readjusting of the infusion line, the eye was pressurized by increasing the air infusion pressure to 50-60 mmhg. Both of these issues found while working with facility were not related to the performance of the system functionality. Based on the investigation conducted by the company rep, the soft eye was the result of the surgical set-up and maneuvering during the surgical procedure. No corrective action is required for the product at this time. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "soft eye" (intraocular pressure, delayed, uncontrolled). Product problem(s): loss in pressure (decrease in pressure). A facility reported receiving soft eyes during procedures. The problem was solved at the time of surgery by tamponading via the footswitch. No patient impact occurred in any of his cases.